Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and the pump shut off unexpectedly. Although requested, the customer declined troubleshooting with tandem technical support regarding the reported issues. Additionally, the pump battery could not be charged. Customer¿s blood glucose level was 175 mg/dl. The customer reverted to manual injections for insulin therapy.